Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused during flow rate testing. The pump was tested per the spectrum service manual for a volume to be infused of 20 ml and the results were 22.5ml (12.5% error). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "failed flow rate test" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. The m2 & m3 springs will be replaced to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.